Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported entrapment of clip was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: seventy-five (75) echocardiographic videos were provided. All 75 echo videos were assessed and appear to capture the entire procedure: from the initial imaging assessment prior to sgc insertion through deployment of the second clip. All the videos have the same timestamp of 10:50:29 am; as such, video sequence cannot be confirmed based on timestamps. It is assumed the videos are presented in chronological order based on general procedure progression per the instructions for use. In the videos taken prior to sgc insertion assessing the valve, there is a notable defect of the posterior leaflet that presents as a flail leaflet with a mass noted at the tip of the leaflet that prolapses into the atrium during systole. This aligns with the reported incident details that the patient presented with dmr due to a papillary muscle rupture and "huge pml flail". Below is an assessment of videos that were taken during active use of the first cds (reported device) in the order that the videos were provided: ¿ 3d en face video shows normal positioning in the left atrium above the valve per the IFU. ¿ intercommissural and lvot views show the closed clip has been advanced into the left ventricle, positioned just below the valve. In this video, there is notable movement of the delivery catheter (dc) shaft and clip and appears to be due to contact with the flailed posterior leaflet during the cardiac cycle. ¿ similar intercommissural and lvot views show the clip opened to grasping arm angle (~120°) with the leaflets grasped; there is significant movement of the flailed posterior leaflet on top of the clip arm. As the video progresses, independent grasping is performed in which the anterior gripper can be clearly visualized and lowered first. The posterior gripper is lowered shortly after. Both leaflets appear to be captured; the posterior gripper appears to have increased movement due to the flail. After the grippers are lowered, the clip is slowly closed to ~60°. ¿ the next four videos capture 3d en face, intercommissural, and lvot views with the clip closed on the leaflets, presumably to assess the grasp and patient hemodynamics (per the IFU). There are no observations or abnormalities noted. ¿ lvot view in which the clip is in a fully inverted state with the grippers raised, presumably the grasp was released (not shown in the video). As the video progresses, the clip is closed to grasping arm angle (~120°) and the grippers are lowered simultaneously. The clip is then slowly closed to ~60°. This video appears to capture a re-grasp attempt. There are no abnormalities noted and no apparent entanglement with the anatomy or leaflets. ¿ the next two videos capture intercommissural and lvot views of the clip fully closed on the valve. The dc shaft is visible and attached to the clip indicating the videos were taken prior to deployment. There are no observations or abnormalities noted. ¿ the next eleven videos capture 3d en face, intercommissural, and lvot views in which the clip appears to be fully deployed on the valve; there is no dc or cds in view. The clip appears stable on both leaflets. ¿ remaining videos were taken during active use of the second cds (no reported issue) in which the second clip was successfully implanted medial of the first clip which aligns with the reported incident details. Based on the echo videos provided, the reported clip caught on the anterior leaflet (entrapment of device) could not be confirmed. The videos provided appear to capture the first grasp attempt, but do not show active release of the first grasp or subsequent, potential entanglement that reportedly occurred prior to the second grasp. The first clip was successfully deployed on the valve and appears stable. There are no other observations based on the videos provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted but the anterior leaflet was caught on the clip. The clip was unable to be freed from the leaflet. The clip was then deployed along with an additional clip, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.